Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Upon inspection, a broken piece of plastic from a plunger thumb press was observed within the syringe. A device history review was performed for lot 2503106 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues were found related to this event. Additionally, six retained samples were evaluated as part of the investigation. All samples were thoroughly inspected, and no damage or other defects were observed. Although a definitive root cause could not be identified, this type of damage may occur during movement of the product within manufacturing equipment. If parts accumulate in certain areas, they may become trapped against one another, potentially resulting in breakage. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll had foreign matter. The following information was provided by the initial reporter: ref#301229 lot# 2503106. It was reported that while preparing venofer, I noticed a piece of plastic floating in my syringe. 30ml syringe, unbroken. Lot 2503106 bd plastipak ref. 301229. Sample not retained. Prepared another syringe set aside the defective syringe. Consequence(s) for the patient: none.